Event description:
It was reported the patient had pain and discomfort at the left subclavian area from the previously capped dysfunctional right atrial (ra) and right ventricular (rv) leads. In addition to the pain, the patient had a constant concern that the patient's activities would "fracture the wires" which has impaired the patient quality of life. During the extraction procedure, it was found the ra lead was densely adhered throughout the subclavian vein and superior vena cava and also appeared to be adherent to the rv lead. The rv lead had difficulty passing a wire through an area that appeared to be fractured just at the level of the left side of the clavicle. The capped rv and ra leads were completely explanted and the ra and rv leads that had previously been implanted on the right side remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance with a patient alert for rv.pace lead impedance greater than 3000 ohms on (B)(6) 2008.